Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported device reset failure. Physio replaced the banana battery connector pin and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed battery connector pin at the failure analysis center and found the cause of the reported failure to be a damaged/broken pin.

Event description:
It was reported that the device would power on/off by itself. There was no pt use associated with the event.